Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was unknown. Customer¿s advised their blood glucose level continued to rise while wearing the insulin pump. Customer went to the hospital on (B)(6) 2018. Customer experienced high blood glucose levels, they were taken to the emergency room, their body was shaking, and their head hurt. Customer advised they hade a bent cannula and declined to troubleshoot understanding they possibly had scar tissue.